Event description:
A user facility reported to olympus that the evis exera iii video system center had intermittent and connection issues. There was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, no image appeared when connecting scopes to the subject device. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
In addition , non-reportable defects were found, such as, the internal part of the unit is extremely dusty and a worn front connector socket found. The device requires a new patient board set, extensive cleaning and a new front connector socket. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide corrected information for e1, e2, e3 and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a faulty patient board set. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.